Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. However, pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.